Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024. Date of event is an approximation. It was reported that on (B)(6)2024, the patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the abdomen. The sensor was working fine but on the 3rd day around 7:30 in the evening, she got a notification for hypoglycemia and the cgm reading was 2.1 mmol/l. The patient self-treated with a bottle of glucose shot. After waiting for some time her cgm reading was still showing 2.1 mmol/l and she had to consume another bottle of glucose shot. Half an hour later her cgm was down to 2.1 mmol/l again and she took another bottle of glucose shot. After consuming 4 bottles and her cgm level not increasing, the patient contacted the hospital and an ambulance was sent to pick her up. The paramedics arrived and they removed the sensor and took a bg reading which was 27 mmol/l. The patient was vomiting and was hospitalized for 2 nights. She was treated with 6 glucose shots (not specified, could have been diabetes management) and "something injected in her stomach" (not specified). She was sent home on the 2nd day with medications. At the time of the report the patient was fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.